Event description:
It was reported during stenting of a posterior communicating aneurysm (pcom), the physician brought the stent up to the aneurysm neck and tried to release it. However, significant resistance was felt. The physician attempted to deliver the stent two more times and both failed. As the physician tried to retrieve the stent, it accidentally deployed with one end of the stent inside the aneurysm. The physician used another stent to cover the previous stent and the aneurysm neck completely. The procedure was finished successfully. The pt is reported to be in stable condition.